Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jan2020.

Event description:
The customer reported touchscreen failure and the brightness of the upper right area on the (liquid crystal display) lcd screen was low. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issues. The manufacturer¿s international service technician replaced the defective touchscreen and lcd, user interface to address the reported problem. The unit successfully passed the required performance verification test.

Manufacturer narrative:
G4: 04sep2020. B4: 11sep2020. D4: UDI#: (B)(4). The lcd (liquid crystal display) was returned for analysis. A visual inspection of the returned component was performed, and no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the reported complaint could not be confirmed. There were no faults found with the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 31jul2020. B4: 04aug2020. The touchscreen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements will be performed on the returned touchscreen assembly. The ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.